Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. Device manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the spaceoar vue was implanted during spaceoar vue placement procedure on an unknown date. Gold fiducial markers were administered transperineally and the procedure was done under general anesthesia. After the procedure the patient described that when sitting, he felt sore. Computed tomography (CT) was performed and showed on one slice that the spaceoar vue appears to be placed above and below a piece of the rectal wall. On (B)(6) 2022, magnetic resonance imaging (MRI) was reviewed and it appeared that the vast majority of the spaceoar was in the right place. However, on the axial and sagittal views, there was an area where the spaceoar likely flowed in a retrograde fashion into the rectal wall. It appears to have made it under the serosa and the muscle layer, but it was not yet through the mucosa layer. The patient was given the option of waiting 6 months for the gel to dissolve, treating immediately, or doing something in between, such as waiting a month and scoping again.

Event description:
It was reported to boston scientific corporation that the spaceoar vue was implanted during spaceoar vue placement procedure on an unknown date. Gold fiducial markers were administered transperineally and the procedure was done under general anesthesia. After the procedure the patient described that when sitting, he felt sore. Computed tomography (CT) was performed and showed on one slice that the spaceoar vue appears to be placed above and below a piece of the rectal wall. On (B)(6) 2022, magnetic resonance imaging (MRI) was reviewed, and it appeared that the vast majority of the spaceoar was in the right place. However, on the axial and sagittal views, there was an area where the spaceoar likely flowed in a retrograde fashion into the rectal wall. It appears to have made it under the serosa and the muscle layer, but it was not yet through the mucosa layer. The patient was given the option of waiting 6 months for the gel to dissolve, treating immediately, or doing something in between, such as waiting a month and scoping again. *additional information received january 9, 2023: it was further reported the physician had planned to observe and repeat an MRI in 6 months. The repeat MRI, performed on (B)(6) 2022, was reviewed and it was determined the lesion appeared to be the same size overall. There was still a gap in the rectal wall. The physician met with the patient and advised they would follow up again in three months.

Manufacturer narrative:
Additional information: blocks a2, a3, and b5 have been updated based on additional information received january 09, 2023. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.